Event description:
The customer contact reported a leak. On an unspecified date, it was reported that an unspecified filling at the user facility. The customer contact reported that the vial was being filled with an unspecified concentration of dilaudid when solution leak proximal to the flange of the injector in the vial. The customer contact reported that when the automated syringe filler was set at medium to high speed, a leak of solution was noted; however, when the automated filler was on the low setting, there was no leakage of solution. The vial was replaced and the filling was resumed. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. A rep device will be evaluated. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 32302r1 and 13170r1. This report represents all the info known by the reporter upon query by hospira personnel.